Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facs calibur¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: the fluid was not contained within the machine. The leak was accessible to customers. The fluid was not under pressure. The fluid was a mixture of sheath and sample. The source of the leak was the sample inlet tube caused by a blockage in the waste line. Customer exposure to blood or bodily fluids unknown, this in an ruo machine so the sample was dependant on the experiment being run. There was no physical harm to the customer"

Event description:
It was reported that while using bd facs calibur¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: the fluid was not contained within the machine . The leak was accessible to customers. The fluid was not under pressure. The fluid was a mixture of sheath and sample. The source of the leak was the sample inlet tube caused by a blockage in the waste line. Customer exposure to blood or bodily fluids unknown, this in an ruo machine so the sample was dependant on the experiment being run. There was no physical harm to the customer".

Manufacturer narrative:
After further review MFR# 2916837-2021-00262 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.